Event description:
Procedure: resection. The reporter stated that during a rectal transection the device did not fire staples. When it was released, the surgeon observed it had not stapled the tissue. Therefore, there was fecal liquid contamination in the surgical field. The surgeon had to applied manual suture to solve the problem. The pt is being treated with antibiotic.